Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was not adversely impacted.